Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that during an attempt to program MRI mode this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out of range pacing impedance measurements on the left ventricular (lv) lead. Technical services (ts) recommended to increase the alert threshold. The health care professional (hcp) indicated that there is no evidence of lead fracture. No adverse patient effects were reported. This lv lead remains in service.